Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of less than 200 ohms. A lead safety switch had been triggered. The device was reprogrammed back to bipolar configuration and normal impedances were noted. The lead safety switch was turned back on and there was noise on the ra channel. The patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of less than 200 ohms. A lead safety switch had been triggered. The device was reprogrammed back to bipolar configuration and normal impedances were noted. The lead safety switch was turned back on and there was noise on the ra channel. The patient would continue to be monitored. No adverse patient effects were reported.